Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values 2 days after the sensor was inserted in the arm. On (B)(6) 2024, the patient experienced losing consciousness and being pale. When a fingerstick was taken, the cgm was reading 114 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was treated by the spouse with a soda and peanut butter, and the ambulance was called. When the paramedics arrived 20 minutes after, the patient declined to go to the hospital. The reading taken by the paramedic was 52 mg/dl, and paramedic waited until it went up to 90 mg/dl, after which the paramedics left. At the time of the report the patient had recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information, d9: device returned to MFR - additional information, d9: date device returned - additional information, g3: date received by mfg - additional information, g6: type of report - updated/follow-up, h2: type of follow up - additional information/device evaluation, h3a: device evaluated by mfg - additional information, h6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.